Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, the oxygen sensor failed calibration, and a tidal volume fluctuation was present. The external flow sensor and oxygen sensor were found to be faulty and need to be replaced to address the issue. Additionally, the inline filters were cleaned, and the software was upgraded.